Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: vessel damage. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during device removal, resistance was felt, and the foot of the device became caught on the intima of the artery pulling approximately 1/2 inch of tissue from the vessel. The tissue was cut from the foot and the vessel damage was repaired with a stent. Hemostasis was achieved with surgical sutures. The patient was discharged the next day as planned. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.